Manufacturer narrative:
Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens was explanted due to blurry vision and irritation. It was removed and replaced with another johnson & johnson lens during a secondary surgical procedure. Incision enlargement was required. No injury or additional medical intervention was necessary. No further information was provided.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: jan 23,2025 section h-3: device evaluated by manufacturer: yes device evaluation: a lens was received in a specimen cup. The lens was inspected under magnification. Visual inspection revealed the lens was received cut in half and coated in viscoelastic residue. The lens was cleaned revealing no further issues. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.